Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose. The reported blood glucose reading was 470 mg/dl. The infusion set was changed one day prior to the hospitalization and the customer stated she was aware of the possibility of having insertion site issues. The customer also stated she has been under a lot of stress recently. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The programming was also correct. Notified the customer that the insulin pump appeared to be working within specification and as designed.